Event description:
Pt reported that sometime in mid april of 2003, they were driving on a highway and ended up in a residential neighborhood. The pt reported that they hit some mailboxes and totaled the company car they were driving. Paramedics checked their blood glucose, which was 28mg/dl. Pt was treated with IV glucose.